Event description:
The customer reported that the system displayed a charger failed error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries, generator interface board and the filament driver were replaced. The system was tested and found to be working as intended and put back into service.